Event description:
An international customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Per the service summary from the field service engineer (fse), no problem was found for the report of odor/smells. No parts were replaced for the odor/smells issue as part of this service. As the report of odor could not be confirmed and there is no report of death/serious injury in this complaint, this event is considered to be not reportable.

Manufacturer narrative:
Ni